Manufacturer narrative:
The device was in use for treatment. The actual device in use was returned for analysis. A review of the device history records identified no manufacturing rejects or anomalies recorded. The introducer sheath passed all in-process and qa final inspection steps before shipping to the customer including visual and dimensional inspection of the hemostasis valve, leak testing, and occlusion testing. Evaluation of the device found that the insertion point into the hemostasis valve from the dilator used in the procedure was identified to be considerably off center of the helical cuts, creating a hole in the valve. Further evaluation of the returned dilator determined that this is not an oscor device; and therefore, not validated for use with the sheath. Additional information has been requested from the customer to address use of this dilator, and to date no information has been provided. This event is being reported as potential use error. The instructions for use (IFU) caution the user: procedure must be performed by trained medical personnel well versed in anatomical landmarks, safe technique, and potential complications. A follow-up report will be provided if additional information becomes available.

Event description:
The customer reported that prior to the insertion of the destino sheath into the body, it flushed normally. During the procedure, the physician observed that air was aspirated when trying to aspirate the blood through the three-way stopcock. As a result, the device was replaced with a new destino sheath and the procedure was completed without any problems. There was no report of any adverse patient effects related to this event.